Event description:
In 2002 austin bunionectomy was performed with a long dorsal arm and short plantar arm using a 2.0 cortical screw non/self-screwing, approx 12 or 14 mm. Three days after surgery, post-op reveals broken screw. Eight days later screw was found in the medullary canal and removed. It was reported that stress was not on screw post-op.